Event description:
A quattro link knotless anchor with titanium tip was removed from the pt during a revision case after a year. Two quattro link sp anchors were implanted originally in the pt and one of them was found proud during the revision case, leading to removal of the anchor. It was also reported that the sutures originally loaded into the anchor were no longer loaded.

Manufacturer narrative:
The explanted 4.5 mm quattro link sp anchor was evaluated at cayenne med and the implant was not broken nor damaged. It was reported that the anchor was used with three strands of fibertape sutures. Quattro link product is indicated to be used with size 2 sutures per the IFU, which excludes fibertape. The exact root cause of this failure mode in unk but this type of failure could happen due to soft bone conditions. In soft bone situations, it is recommended that surgeons consider using the larger, 5.5 mm quattro link anchor as it has high load to failure than the 4.5 mm quattro link anchor. This recommendation is listed under precautions on device IFU.